Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 and it was reported that the infection had resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that there was no device issue, patient therapy issue or procedure issue that lead to the symptoms. The cause of the patient symptoms was reported as "see information above" (thought to refer to previously reported information). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. A procedure performed on (B)(6) 2018 was another pump and catheter implant.

Manufacturer narrative:
Additional information clarified that the device in this report may have caused or contributed to a serious injury. Once again, this event now meets the requirements stipulated in 21 cfr 803. Explanted date is approximate (conflicting information was received regarding explanted date). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was clarified that the patient had a staphylococcus aureus infection. The cause of the patient¿s symptoms was noted to be ¿swelling over the pump site¿. Conflicting information noted that the system was explanted on (B)(6) 2017. The event date of the staph infection was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine (concentration 10 mg/ml, dose 0.480 mg/day) and dilaudid (concentration 10 mg/ml, dose 0.04 mg/day) via an implantable pump for non-malignant pain. The patient stated she had the pump removed due to infection, patient was planning on having a replacement but was told there were no pumps available at this time due to the hurricane. Patient added that she is on coumadin because she has had 4 transient ischemic attacks (tia's). Patient stated that the doctor thinks patient probably bruised herself and had internal bleeding that got infected, she had a lot of bleeding and lost half of body blood. She had 8 blood transfusion, 8 units of blood , 8 units of plasma, 4 units of blood bi-products. On (B)(6) the patient had the pump refilled, patient had a seroma and they drained that, the patient then went back on (B)(6) and the hematoma was drained. On (B)(6) at midnight the patient woke up and had blood and puss head to toe international normalized ratio (inr) was too high so they could not remove the pump until (B)(6). Total system explant was reported. No further complications were anticipated/reported.